Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic pain inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). At the time of the report, the pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media:pelvic inflammatory disease and pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic pain inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. It was removed on an unknown date. A new essure was inserted on an unknown date. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). At the time of the report, the pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media:pelvic inflammatory disease and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.